Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical department with a note that stated, "no pendant alarm.". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information know by the reporter upon query by hospira personnel.